Manufacturer narrative:
Motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarms during rewind.

Event description:
It was reported that the insulin pump failed the displacement test. The customer's blood glucose reading is 134 mg/dl. The customer was taken through a MRI machine. Advised that the insulin pump will be replaced. Nothing further reported.